Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure this transcatheter bioprosthetic valve was loaded into the delivery catheter system (dcs). The dcs was inserted into the patient but before the valve was deployed, a valve infold was observed. The system was removed from the patient. The valve was removed from the dcs and discarded. A new valve was loaded onto the same dcs and implanted successfully. During the valve implant procedure, sinus tachycardia with complete heart block was identified. Intravenous therapy (IV) medication was administered and a temporary pacemaker was required. The next day, sinus bradycardia with a right bundle branch block was observed. Two days later, the patient presented to the hospital following lightheadedness and diaphoresis. Complete heart block with heart rates in the 30 beats per minute (bpm) range were observed. The patient has hospitalized and admitted to the intensive care unit (ICU). A transcutaneous pacemaker and intravenous therapy (IV) medication were required. One day later, a permanent pacemaker was implanted and the patient was discharged the following day. No additional adverse patient effects were reported. Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) was performed with a non-medt ronic (braun, tyshak-x) 22 millimeter (mm) diameter balloon. The balloon was 4 mm in length. No additional adverse patient effects were reported. Additional information was received that the first valve was loaded once and was inspected via visual, tactile, and fluoroscopic methods. The valve frame was noted to have an overlap that involved nodes 1-3. The valve was used for attempted implant; however, during deployment the infold was observed throughout the valve frame. No adverse patient effects were reported.